Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had rewind anomaly. Customer's blood glucose ws unknown mg/dl. The customer stated that sometimes when they try to rewind the piston will not engage and wil sit there making a humming noise. The customer stated that she will to try rewinding several time before it will actually rewind. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion and displacement tests. No rewind anomaly or unexpected noise during rewind noted. However, the pump was received with cracked case at the display window corners, battery tube threads, reservoir tube, broken belt clip slot and minor scratched display window.